Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/10/2024, it was reported by a sales representative via (B)(4) that an ar-9621-25t tap broke when being inserted. This occurred during use in a revers total shoulder case. "Patient had hard, sclerotic bone and the tap was very difficult to use. The tap ended up breaking into several pieces during use. We were able to get everything removed from the patient but it was discarded due to the fact that it was in several sharp pieces." Additional information 12/16/24 - the delay wasn¿t long- we opened another tray and ultimately ended up using a post to drill the center. Completed the procedure with a post instead of a screw.